Event description:
It was reported by the physician that the patient cable was fractured. It was further noted that pacing failure had occurred during testing of the external pulse generator (epg). The medical engineer at the hospital confirmed the fracture. The status of the cable is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).